Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage pacing lead exhibited dislodgement the day of implant. The lead was attempted to be repositioned the day after the implant procedure, however, it was difficult to place the lead again and the physician chose to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the helix extended and retracted smoothly with no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.